Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify pump error 41 alarm due to the pump error 43. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 on 11/11/2025 13:36:29.000, 11/11/2025 13:36:47.000 , and pump error 41 on 11/11/2025 13:36:29.000. Pump was cut open to perform visual inspection no moisture damage electronic assembly. However, found a corroded motor home switch during visual inspection. The p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, label damage. In conclusion, pump error 43 alarms during testing and pump error 43, 41 alarms in the trace/history files confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41 and 43. The event involved product mmt-1886. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis